Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was not working well and it was heating more than usual. There was no report of patient impact.

Manufacturer narrative:
Device returned on (B)(6) 2017; date MFR. Rec: jan/26/2017; device evaluation has been completed. Analysis could not confirm the reported event: ¿heating up more than usual.¿ pre-repair temperature testing was performed on the device. The ambient temperature was 72.3 degrees f. Pre-repair temperatures after running the device for 1 minute were the following: rear ¿ 81.0 degrees f, middle ¿ 79.8 degrees f and nose¿ 80.5 degrees f. The device failed the hi-pot test and nose bearings were corroded. The device was repaired, tested to all manufacturing product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.